Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h10j01105, h10j10015, and h10i30071, with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from (B)(6) of technique issues and peritonitis with (B)(6) in a patient (age not reported) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient experienced technique issues. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment information for the events was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of technical issues resolved. Concomitant medications were not reported. Per the nurse, the event of peritonitis with (B)(6) was not related to dianeal pd4 ambuflex and extraneal viaflex therapies. A causal relationship was not reported for the event of technique issues.